Manufacturer narrative:
Date unit returned to (B)(4) int'l svc ctr: 03/29/2016. Date of event: (B)(6) 2016. Hospital's reporter: nurse (hospital declined to provide name). Patient age, gender weight and relevant medical history were declined to be disclosed by the hospital.

Event description:
The international customer reported the v60 unit alarmed check vent: blower temperature high. A nurse discovered the alarm and silenced it. The unit was being used on a patient at the time this issue occurred. The nurse replaced the unit. There was no adverse patient effect.

Manufacturer narrative:
Patient age, gender weight and relevant medical history was declined to be disclosed by the hospital. A follow-up report will be submitted once the investigation is completed.

Event description:
The international customer reported the v60 unit alarmed check vent: blower temperature high. A nurse discovered the alarm and silenced it. The unit was being used on a patient at the time this issue occurred. The nurse replaced the unit. There was no adverse patient effect. The device is expected to be returned to the international service center for evaluation.

Manufacturer narrative:
Blower assembly was returned to the v60 vent manufacturing facility for evaluation. Internal and external inspection of the part did not reveal any evidence of damage or contamination. Part was tested and results were within specifications. The part was installed into the manufacturer's testing v60 ventilator, and multiple operational tests were performed. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the returned blower assembly. (B)(6).